Manufacturer narrative:
The complaint of a broken stylet was confirmed and the cause appears to be user related. The product returned for eval was one stylet and t-lock assembly, reportedly from a 5fr dual-lumen power PICC. Gross examination of the sample revealed the inner core wire to be protruding from the outer coil wire and the outer coil wire to be elongated. Microscopic examination of the distal end of the inner core wire revealed a complete break with material necking and a diagonally formed fracture surface which had a cup and cone shape that was dull and granular. Microscopic examination of the distal end of the outer coil wire also revealed material necking. Examination of the sample revealed the distal weld tip of the stylet to be missing. The material necking of the wires, diagonally formed fracture surface and cup and cone shape of the fracture surface, as well as the elongated outer coil wire, is indicative of an excessive pull on the wire. The IFU for this device cautions to "never use force to remove the stylet." It is possible the catheter was within a tortuous path or that the device was not flushed prior to stylet removal, both of which would contribute to a forceful removal of the stylet.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the inserted catheter was double lumen power catheter. When retrieving the guidewire, it was found to be pulled longer and longer. Therefore, slowly pulled the guidewire out and found the middle of the guidewire was disconnected and was automatically separated into two sections. The middle part of the guidewire was suspected to be disconnected before use with quality problem,. The operator worried that this catheter would have unpredictable risks, so prepared to remove the catheter and inserted another one. Esophageal moderately differentiated squamous carcinoma of middle thoracic after radical operation pt4anomo (iiia stage), superior mediastinal lymph node metastasis, hypertension.